Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, and subsequently a revision surgery was performed on (B)(6) 2021 to reposition the electrode.

Manufacturer narrative:
This report is submitted on december 21, 2021.